Event description:
It was reported that during an ICD change out for eri, insulation break on the lead was observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.